Manufacturer narrative:
No motor error alarm was noted. The insulin pump was unable to prime during the prime test due to moisture damage on the force sensor resistor. The insulin pump was unable to perform the excessive no delivery test and occlusion test due to the prime/fill anomaly. The motor was tested outside the device and passed. The unit had cracked battery tube threads, a cracked reservoir tube lip, minor scratched liquid crystal display window, scratched reservoir tube window, cracked liquid crystal display window, and cracked case at the display window corner.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error during a bolus delivery. The customer did not know the blood glucose reading. The customer did not observe any significant events leading to the alarm. The customer was able to complete the rewind sequence. She also reported having had issues with the battery, which had already been previously reported, for which she had received a battery cap replacement. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.